Manufacturer narrative:
Analysis found no anomaly with the device.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported, via the manufacturer's representative, that when the leads were inserted into the ins and screwed in, an impedance check was performed and all contacts had impedance > 20,000 or > 10,000. The hcp noted that they could not establish a working, closed circuit. The leads were removed and wiped clean and reinserted over five times, and another impedance check resulted in the same high impedance. The leads were then tested with a multi-lead trialing cable and were "working fine" and showed normal impedance. Two different clinician programmers were also used for the tests to make sure it wasn't the equipment. After troubleshooting, the hcp requested a different ins be opened and implanted to resolve the issue. The initial ins was not implanted. The patient was reported to be alive with no injury. No relevant medical history was reported. No symptoms were reported in association with this event.

Event description:
Additional information was received clarifying the event context. The manufacturer representative reported the procedure was a full implant, not a trial procedure.